Event description:
It was reported that an unknown quantity of software version 6.5 spectrum pumps constantly displayed the air in line message when there is a substantial rate adjustment (i.e pump setting from 125 to 999 or vice versal) during a fluid infusion with clearlink IV sets. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is returned, an evaluation will be completed and a supplemental report will be submitted.